Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that when the radical-7 device was switched on, the unit would switch off within a few seconds and there is no screen display. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via battery and ac power, however, shortly after power up the device display shut down and ten (10) beeps are heard, with this condition the device was unable to operate for more than a few seconds. The 10 beeps anomaly was observed due to a defective u21 (current limiter ic) on the system board. The system board was replaced and the unit functioned as designed.